Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported event of high impedances/breakage was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-32618. It was reported that patient experienced loss of stimulation and unintended stimulation. Programming changes were made. Upon lead testing, high impedance issue was observed on two contacts of the lead. A surgical intervention is anticipated in the near future. No additional information is available at this time.